Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump received button error and they are unable to access the insulin pump. The customer's blood glucose level was unknown. It was also reported that customer removed the battery so insulin pump does not alarm and after insertion of battery problem persist and bottom was nonreactive of insulin pump. The insulin pump will not be returned for analysis.